Event description:
It was reported the pt experienced a shocking or jolting sensation from their device. It was stated that, following a fall, the pt would get a shocking or jolting or surging sensation in his right side when he would "press two inches above his implantable neurostimulator". At the same time, the pt's device had reached end of life. The device was subsequently replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.